Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 40 mg/dl. Customer treated their low blood glucose levels via carb intake. Troubleshooting was performed. Customer advised they had three heart attacks and their healthcare provider changed the bolus settings on their insulin pump. Customer advised they had been using manual injections for the past day since the settings were changed after their heart attacks. Customer was advised to follow up with their healthcare provider in relation to their low blood glucose levels. The insulin pump will not be returned for analysis.